Event description:
A caller reported an issue with their continuous glucose monitor (cgm), indicating a specific error code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete instructions for performing a pump reset, and the caller planned to reset the pump and follow up if the issue continued.